Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had all key failure. Customer's blood glucose level was unknown. Customer reported that the insulin pump replacement time too long and according to electrostatic treatment it cannot recover. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had no button response due to unlocked keypad flex connector at electrical board. No button error alarm noted. Unable to perform the displacement test and self test due to no button response. Device had minor scratched display window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.